Manufacturer narrative:
Corrected information: manufacturer. Originally submitted with initial reporter information.

Manufacturer narrative:
Customer reported a failed drawer on pyxis anesthesia system es in complaint file (B)(4), drawer contained hydromorphone 1 mg/1 ml did not open. No patient or user harm was reported. The field service technician went on site and determined that the cable that signals the drawer to open was the source of the failure. This cable was replaced and no further issues were identified.

Event description:
Customer reported failed drawer on pyxis anesthesia system es. Drawer contained hydromorphone 1 mg/1 ml. No patient or user harm was reported.